Event description:
The reporter stated that the blood sampling site came out of the housing resulting in minimal blood loss. No injury, testing or treatment was associated with this issue. The reporter indicated that this had occurred at least 4 times over a 7 days period however additional information was not provided. This issue was reported to medex medical by the hospital.